Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as disease progression with aortic neck dilatation and narrowing in the vessel. It was reported that patient presented with a migrated stent graft with a type I endoleak. (MFR. Report# 2953200-2009-00817) the physician attempted to resolve the migration and type I endoleak with placement of a talent cuff. The vessel was very tight and when the talent cuff was deployed it appeared as if the bare spring was deployed bent back. The physician elected to remove the cuff with an open repair, however, the original stent graft remains in the patient. The explanted talent aortic cuff was discarded. The physicians used another manufacturer's 22 mm graft attaching it to the aneurx up to the infra-renal artery. There are no additional clinical sequelae reported and the patient was reported to be fine.

Manufacturer narrative:
Evaluation codes, results and conclusions: (disease progression with aortic neck dilatation and narrowing in the vessel). Patient code: - other, (misaligned deployment).